Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, most probable cause of the reported malfunction is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection the scope bending tube (a-rubber) metal protruded. There was no patient involvement in this reported event.